Event description:
It was reported that prior to use with bd ultra-fine¿ 1/2ml insulin syringe the scale marking were discovered to be misaligned. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the scale was misaligned.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd ultra-fine¿ 1/2ml insulin syringe the scale marking were discovered to be misaligned. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the scale was misaligned.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-jul-2023. Investigation summary: the customer returned (1) 0.5ml 29ga syringe, reporting scale misaligned. The returned syringe was visually examined and observed minor deformation to the barrel. A gauge test was performed to ensure the correct placement of the graduation markings and the return sample was found to be outside the permitted specifications. Based on the samples returned, embecta was able to confirm the customer-indicated failure. Due to unknown batch number, no DHR can be completed. Unable to perform review of the device history record and leading 2lean (l2l) due to lack of batch record information. Therefore, a definitive a definitive root-cause could not be determined.